Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips would not stay in the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have the grip cable loose at the grip hub that was showing out, causing issue report by the customer. A loose grip cable at the distal end is often caused by something else in the backend. The plastic housing was removed, and during the visual inspection, the grip cables were found to be loose from the clamping pulley in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.